Event description:
It was reported that the pump's quick bolus/wake button was difficult to press, often requiring multiple attempts to turn on the screen. There was no adverse impact to the customer's blood glucose level. Customer service instructed the caller to press the button using specific techniques, but the issue persisted. Consequently, technical support decided to replace the pump. The customer will continue using the current pump as backup therapy until the replacement arrives. They were advised on the necessary steps for setting up the replacement, including programming pump settings and connecting the continuous glucose monitor. The customer acknowledged the instructions to return the malfunctioning pump within 10 days to avoid charges.